Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation.

Event description:
The customer reports: on pre-insertion assessment of PICC, iva linda harris and members of her team stated concern distal tip of wire blunt and stiff? Confirming wire was spring-wire guide 0.018 45cm. During insertion the wire was curling up and the PICC sheath was not able to load over.

Manufacturer narrative:
(B)(4). Corrected data: section b.4.-date of this report corrected to 07/16/2020. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: on pre-insertion assessment of PICC, iva linda harris and members of her team stated concern distal tip of wire blunt and stiff? Confirming wire was spring-wire guide 0.018 45cm. During insertion the wire was curling up and the PICC sheath was not able to load over.